Manufacturer narrative:
The returned device was confirmed to have fractured. The cause cannot be fully determined, but it is possible that misalignment between the cage and plate or a patient condition such as hard bone may have contributed to this event. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The device's labeling was reviewed and contains instructions related to device installation.

Event description:
It was reported that during the procedure the cage broke during the impaction of the second anchor. No further information regarding the case was provided. There was no reported surgical delay or patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that during the procedure the cage broke during the impaction of the second anchor. No further information regarding the case was provided. There was no reported surgical delay or patient harm.